Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient presented to the ER on (B)(6) 2025 following a syncopal episode at work where he hit his head and suffered a laceration that required staples. Loc was witnessed during patient evaluation. Patient was monitored overnight where a 6-second pause was recorded. A new lead was implanted and this lead was capped. Should additional information be received, this file will be updated.